Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's parent reported via telephone call that the customer had a high blood glucose incident. The blood glucose at the time of the call was 396 mg/dl and the parent stated that it had been over 400 mg/dl and was coming down after manual injections. No leaks or air bubbles were observed in the tubing or reservoir and insulin did exit with the manual prime. The parent declined to check settings and reported that changes had recently been made at the doctor's direction. The parent reported that the customer blood glucose ran lower at night but was unsure of what changes had been made. The parent was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The parent was advised to call back with a tubing clamp available to continue troubleshooting and perform a high pressure test.